Event description:
It was reported that during a stenting treatment procedure, stent damage occurred following deployment. The patient present with thrombosis at the lesion site. The 5.20mm in diameter target lesion being treated was located in the mildly calcified and non-tortuous proximal right coronary artery (rca). A 4.50x32mm omega stent delivery system (sds) was advanced to the lesion and deployed. The stent seemed well positioned and well apposed following deployment. An non-bsc guide catheter, a non-bsc sds, and a non-bsc non-compliant balloon catheter were advanced to the distal rca. The non-bsc stent/embolic device became damaged and was removed. It was then noted that the proximal end of the omega stent had become compressed. Post-dilation of the omega stent was then performed with a 4.50mm non-bsc balloon catheter with "great result." The procedure was completed with this device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).